Event description:
During the preparation, it was reported that the balloon could not be deflated immediately during testing. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The balloon was returned for evaluation and a large amount of blood was found in the balloon assembly which likely prevented the balloon from deflating. The IFU (instructions for use) states: "ensure the guidewire can be securely tightened in the rhv (rotating hemostatic valve). Inadvertent proximal guidewire movement can cause blood to enter the balloon lumen which may inhibit balloon deflation."recieved additional information on 24jun13 stating that the balloon was used inside the patient.(B)(4).